Event description:
The catheter was out because the suture wing came out of the hub.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a final report will be submitted.